Manufacturer narrative:
Manufacturer's report date: 12/24/2014. (B)(4). The suspect device will not be returned per customer. The concomitant devices and event logs have been requested. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reports both chemotherapy and antibiotic secondary infusions are taking much longer to infuse than programmed. No pt harm or medical intervention was reported. No additional pt/event info was provided.